Event description:
Customer reported a motion failure error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and realigned the x-ray tube lateral movement microswitch. System operates as intended.